Event description:
It was reported via email that a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch, alleging a leak during patient use. It was stated in the report that a leakage was noted immediately after infusion started. Taxotere was involved and infused at a flow rate of 128ml/hr. There was no chemotherapy exposure and no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Product received date - 1/14/2026. Investigation summary received one (1) used. List #unknown, 250 ml intravenous bag with taxotere with one (1) used. List #unknown, clave bag spike and one (1) used. List #norm-saline injection otsuke 250 ml connected to one (1) used. List #unknown, dry spike adapter with 4 spiros and bag spike and one (1) used. List #123390488, primary plum set for inspection. As received, the filter was wetted out. Received two (2) photos of the set in a bag. The set was leak tested per specifications and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.